Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of starting therapy over without using new supplies. Baxter explained to the patient that if she needed to change out one piece of the setup then she must change out everything. Otherwise, she was introducing air into the set up and risking herself of an infection. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient and therapy had been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed due to use error and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.